Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay associated with a replacement adc device. The replacement was originally issued due to indicating that the glucose alarm failed to trigger. Due to the delivery delay, the customer did not have a device to monitor glucose and became hypoglycemic. The customer was treated with glucose tablets provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Activated the sensor with a known good reader. Both high and low alarms were unsuccessful. Extended investigation has also been performed. Visual inspection has been performed and no issues were observed. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor was re-programmed and activated with a known good iphone device. Alarm accuracy testing was performed via simvivo test fixture and both high and low glucose alarm did not trigger. Further attempts to perform glucose accuracy testing was performed using a known good libre 2 reader and again both high and low alarms did not trigger. The asic (application specific integrated circuit) was inspected and no issues were observed. The asic pins were probed and no abnormal readings were observed. Further examination of the bluetooth low energy (ble) unit and ball grid array (bga) solder joints was performed and no issues were observed. Additional simvivo testing was performed using the oscilloscope, the sesnor was activated with a known good reader and no oscillations on the oscilloscope displayed. The returned crystal was oscillating with a known good sensor puck therefore, it has been determined that the issue is conformed to a faulty ble chip. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay associated with a replacement adc device. The replacement was originally issued due to indicating that the glucose alarm failed to trigger. Due to the delivery delay, the customer did not have a device to monitor glucose and became hypoglycemic. The customer was treated with glucose tablets provided by spouse. There was no report of death or permanent injury associated with this event.